Event description:
It was reported a patient experienced and was hospitalized for cardiac issues coincident with peritoneal dialysis (pd) therapy on the homechoice. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a complete device analysis could not be completed. A review of the device history record and service history record was performed which did not reveal any issues related to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.